Event description:
The patient reported the device system was explanted within two weeks from implant due to infection. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.

Manufacturer narrative:
.